Manufacturer narrative:
The device was manufactured march 13, 2017 - march 14, 2017. One device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During patient infusion with an unspecified solution, the infusor over infused. There was no patient injury or medical intervention associated with this event. No additional information is available.